Event description:
Inflation line sheared off during pt use. There was an inability to inflate or maintain complete cuff inflation, so the et tube was immediately replaced with another lma airway. No pt injury or problem associated with this event.